Event description:
The ICD involved in this MDR was implanted on (B)(6) 2010. Upon a follow-up performed on (B)(6) 2010, several non-sustained arrhythmia episodes and atrial burst episodes had been stored into the implant (B)(6) . Reportedly, the episodes were related to oversensing observed in either the atrial and/or the ventricular channel. No inappropriate therapy was delivered. The reporter suspected that all the episodes were related to 50 hz emi (noise sensing). The physician reported that the pt is working regularly with heavy machinery.

Manufacturer narrative:
On (B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. Method (other): since the device remains implanted, the programmer files were reviewed. Conclusion: analysis confirmed the reported external emi detection in both a & v channels in episodes recorded on (B)(6) 2010; this phenomenon might be related to the work environment of the pt and the source of noise should be avoided to prevent inappropriate therapies. Episodes recorded on (B)(6) 2010 are most probably related to an atrial lead continuity issue: conductor fracture, connection failure, insulation problem, lead dislodgement; none of them could be confirmed. Atrial lead impedance and sensing trend curves are normal, therefore, the suspected continuity anomaly is probably intermittent. A new follow-up should be performed in order to try to reproduce the oversensing. The following checks could be performed during next follow-up (-> to be performed shortly): try to reproduce the noise while conducting real-time tests (usual provocative manoeuvres: moving the arm, coughing, manipulating the case, valsalva ...). Atrial lead integrity/connection should be checked through an x-ray. Then, and considering all the above described elements, we recommend that the physician evaluate the benefit of a system revision for this pt. Atrial lead integrity and proper connection should be checked during the revision.